Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display or missing segments were noted. No audio anomaly was noted. The insulin pump had an unresponsive button due to a corroded electronic assembly. No moisture damage or corrosion was found on the motor assembly. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported via phone call that their insulin pump is exposed to fluid. The blood glucose reading is 134 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.